Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence of an ar-1570bc, batch 15432086, that displays pieces of the biocomposite tenodesis screw. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces or improper placement of the device. Per the directions for use (dfu) dfu-0111-eo revision 3, interference screws e. Warnings 7. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the device, are important considerations in the successful utilization of this device. The appropriate arthrex delivery system is required for proper implantation of the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/14/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1570bc biocomposite tenodesis screw broke during the passage of an fhl ¿ achilles tendon transfer. It remained lodged with only half its length and held the graft in place. A reinforcement was applied to the tendon. The surgical technician reported that the technique was correctly performed and that no fragments were left behind.